Manufacturer narrative:
Actual component evaluated at customer site. No problems found. System meets specifications. The fse verified aer runs a manual air cycle without issues. The fse ran an empty wash/disinfect cycle without issues.

Event description:
The customer alleged that the air water channel of their scope with model number ec3830 was clogged. The customer stated that with the scope washer, the alcohol is not coming through the air water channel because of the clog. This issue has been happening since late 2008. A representative has come out to visit the facility and noticed that the sterile water bottle was not functioning properly. They had also found a white gummy substance in the air water channel, which they have confirmed as the blockage. The customer stated that after a procedure, the scope is first suctioned in an enzymatic detergent called megazyme. He stated that about 1 ounce or one pump per gallon, but he cannot be sure. Then the scope wash technician leak tested the scope. Next, the scopes are washed in unmeasured megazyme solution where the scopes are brushed, washed and scope suctioned. Asp customer care explained to the customer that cidex opa may stain in the presence of organic material. Asp customer care also explained the importance of using the correct measurements and concentration of enzymatic detergents. The asp field service engineer (fse) went to the facility to asses the unit. There were no reports of injuries.